Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Male consumer via e-mail stated that his brush heads kept coming loose from the toothbrush and ended up in his mouth. He threw the first one out, but the new one he put on came off with the first use. No injury was reported.